Event description:
A customer had a problem with a defibrillation pad. According to the customer emts applied the electrodes and when the power was applied, the monitor read "apply electrodes". The emts put on another set with good results.